Event description:
It was reported that the vertier surgical table would not respond via the hand control or the override control panel. There was no reported pt involvement nor adverse consequences.

Manufacturer narrative:
This device does not have an expiration date. This device has not yet been returned to the MFR. Once returned, it will be further evaluated . The nature of the failure reported and the parts requested by the service technician lead the investigating engineer to believe that the override panel was physically damaged by the user. A certain extent of physical damage can lead to the override panel not working. This is not a single use device.